Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture and capsular contracture. Section d6b. Explantation date: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 57-year-old female patient underwent a primary breast augmentation with a unspecified gel breast prosthesis and experienced a rupture and capsular contracture (baker grade 3) on an unknown side post-operatively. As a result, the patient is to undergo explantation on (B)(6) 2023. It was unknown if the reported device was a mentor device and as such the complaint is being reported conservatively. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On may 09, 2023, mentor received additional information reporting the date of event being march 11, 2022. The patient's ethnicity has been updated to not hispanic/latino. The patient's race has been updated to white. The impacted side was determined to be the patient's right. It was reported that the patient also experienced symptoms of breast pain. The patient's weight was updated to 156 lbs. On may 18, 2023, mentor received additional information clarifying that the impacted device is a non-mentor product. It was not reported what breast prosthesis manufacture the patient was using. Mentor has updated the complaint's coding for accuracy. H6 medical device problem code (a27): no product quality issue. Since the impacted device is a non-mentor product, no further investigation or reporting will be done on this complaint. Manufacturer¿s reference number: (B)(4).